Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-oct-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 (lot number c55835, expiration date may 2017). Physician reported procedure was abandoned (no bilateral placement achieved), unable to do due to bilateral tubal spasms. The right coil appeared to go in but appeared to have coils and tip of device retained, so hysteroscope forceps was inserted and right coil was removed. After placement, micro-insert breakage occurred. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after placement micro-insert breakage occurred (right coil). Hysteroscope forceps was inserted and right coil was removed. Bilateral placement was not achieved. Device breakage is considered anticipated event in the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure, therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Further information (device breakage questionnaire) and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 1-feb-2017: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after placement micro-insert breakage occurred (right coil). Hysteroscope forceps was inserted and right coil was removed. Bilateral placement was not achieved. Device breakage is considered anticipated event in the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure, therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Quality-safety evaluation of ptc: as of 29-nov-2016, the rqu (responsible quality unit) has not received returned product for this case. This case is being processed as if no product will be returned. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a micro-insert breaking and a tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known, possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality-safety evaluation of product technical complaint (ptc) received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after placement micro-insert breakage occurred (right coil). Hysteroscope forceps was inserted and right coil was removed. Bilateral placement was not achieved. Device breakage is considered anticipated event in the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure, therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information (device breakage questionnaire) is awaited.